Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after not announcing a dinner meal and then losing dexcom g7 sensor connectivity for over eight hours, during which the ilet did not deliver insulin, leading to a highest reported glucose of 388 and out-of-range duration of approximately 18 hours; the user subsequently changed all infusion and sensor supplies and insulin delivery resumed. Symptoms included feeling fine without reported clinical sequelae. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device use history and user report. Investigation of this case revealed loss of cgm communication that interrupted automated insulin delivery and a missed meal announcement preceding the event; glucose values improved after supply and sensor replacement and restoration of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.